Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The discriminator algorithm on the device did not withhold therapy for sinus tachycardia (st). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).